Event description:
(B)(4) received a call on (B)(4) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 2:30am. Patient and her husband called in stating that she received a high reading of 339mg/dl on the prodigy meter which prompted her to take more insulin than needed. Patient became unconscious during the night. Patient's husband tried to wake her but could not. Patient's husband tested patient's blood glucose with a result of 39mg/dl. Patient's normal blood glucose reading around this time of day is between 150-170mg/dl. Paramedics were called 5 minutes after the event. Patient was given glucagon and a peanut butter sandwich by her husband while waiting on paramedics. Paramedics arrived 10 minutes after being called. Paramedics performed a glucose test with their meter with a result of 81mg/dl. Approximately 15 minutes passed between testing with the prodigy meter and the paramedic's meter. Paramedics also performed a glucose test with the patient's meter with a result of 88mg/dl. Patient was not transported to ER nor was she given any treatment by paramedics. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.